Event description:
It was reported that multiple, intermittent altitude alarms occurred. Customer's blood glucose was 400 mg/dl. Reportedly, the alarms continued to occur. Customer reverted to manual injections for alternate insulin therapy.